Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit for the power module device was not functioning and was defective. It was noted that the yellow led flashed, and the device could not be fully charged. It was further determined that the device failed pretest for saw- test, function- test, charging and checking of power module in charger, and information button and self-test. It was noted in the service order that during pre-surgery testing the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the date device returned to manufacturer was documented as jan 14, 2018 in the initial medwatch report. Please note that the correct date was jan 11, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.